Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion was encountered. The physician was unable to cross the lesion in the right coronary artery (rca) with the taxus express2 8.8% 3.0 mm x 16 mm stent. He was unable to withdraw the stent back into the guide catheter, therefore he removed everything as a unit. The procedure was successfully completed using another taxus express2 8.8% 3.0 mm x 16 mm stent. There were no pt complications.